Event description:
It was reported that the user¿s ilet insulin pump became nonfunctional after it was accidentally washed in a washing machine, leading the user to revert to backup therapy and prompting shipment of a replacement device. Symptoms included none, and blood glucose was reported as unaffected. Outcomes included no hospitalization, no medical intervention beyond reverting to backup therapy, and continued cgm use via app or receiver. Investigation included customer support assessment, verification of shipping and return logistics, and guidance to shut down the device to avoid alerts. Investigation of this device revealed device damage due to liquid intrusion consistent with user exposure to water, resulting in a nonresponsive screen and loss of function. It was concluded, based on previously established findings for similar reports, that the cause was device damage from exposure to liquid during use outside of labeled handling and care.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.